Manufacturer narrative:
Correction: upon review the right ventricular (rv) lead, manufacturer report 2017865-2024-04046, should not have been submitted as a medical device report (MDR) as infection that is not related to the implant site or implanted device is a non-reportable complaint, as the infection occurred as the result of another factor or source.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-04044, 2017865-2024-04045, 2017865-2024-04047. It was reported that the patient presented with an unspecified infection. It was noted that the implantable cardioverter defibrillator was explanted.